Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient the same day (patient age and weight unknown). According to the complainant, during the procedure, the hemostasis clip appeared to be bending which prevented the clip from extending out of the over-sheath. The procedure was completed with a 7 french gold probe and epinephrine injections. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to, bend. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The DHR investigation revealed no deviation.